Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: during testing, the battery compartment was observed to be cracked, the display screen was dim and discolored and thee was moisture corrosion found on the printed circuit board (pcb), the vibration motor and the motor assembly. Unrelated to these issues, it was observed that there was a crack in the pump case between the corner of the lens and the case seal. Also unrelated to this issue, the evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The pump¿s cover was removed and the internal battery was found leaking and unable to hold charge. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, a dim and discolored display screen and moisture ingress. This report is made based on results of investigation completed on (B)(6) 2016.